Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, during the evaluation of the device at the manufacturer's service center, an error code related to ventilator inoperative was observed. The device's main board was replaced to address the issue.